Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the timing was disengaged. One fully applied device loading unit (dlu) with disrupted timing was received. Scratches were noted on the inner tube of the dlu. The articulation knob functioned properly. The returned dlu could not be loaded onto the returned device due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 2nd firing during a laparoscopic hernia procedure, the handle made a strange noise and the tack came out but it did not hold the tissue. The customer attempted to fire the 3rd tack but the tack had been slightly protruded from the jaws already so the physician tried to squeeze the handle or remove it with forceps but they were not successful. The procedure was completed with another device. There was no patient injury.